Event description:
Pt reports that they were transferring from the wheelchair to a commode and the wheelchair folded. The pt status that they hit their stump and were taken to the hosp secondary to trauma at stump site.